Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds are dusted and smell. As stated on the repair statement independent repair center: customer alleged alarming/red light, no alarming on this unit. Unable to duplicate stated problem. The key failure is the sieve beds are dusted and smell.